Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to oversensing and high impedance which resulted in delivery of inappropriate therapies. A suspected rv lead fracture was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).